Manufacturer narrative:
New information confirmed there were only 2 patients, and not 3 patients as reported in the initial emdr. The correct number of patient's is 2. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, was reported as (B)(6) 2017. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable as healon is not implantable. If explanted, give date: not applicable as healon is not implantable; therefore, not explanted. (B)(6). Device manufacture date: unknown, as the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor believes that the patient developed an inflammation reaction due to using a vt585 healon endocoat. Reportedly the doctor tried to eliminate all possible variables in theatre, but the endocoat was the only new product they have been using. Reportedly, 3 patients were reported as having an inflammatory reaction post-operatively and this report represents patient number 3 out of the 3 patients. No additional information was provided.